Event description:
Customer reports, they experienced a problem with the product secondary port cap coming open. The pt experienced gastric burns (apparently on their skin, somewhere near the stoma site). The stoma site is not affected.

Manufacturer narrative:
Three samples were rec'd. And sent to the mfg plant for review. The mfg plant sent the samples to their vendor for evaluation. The vendor reported, the samples were found to perform within the manufacturer's specifications. The caps operated as designed. Without the actual sample, they were unable to determine a cause for the reported problem. No corrective action as no product problem was identified.